Event description:
The customer reported, she was using the pump for her second child when it caught on fire and smoke started pouring out of the sides of the motor. No injuries were reported.

Manufacturer narrative:
A replacement pump was sent to the customer. The original pump was evaluated (plugged in, left on). No smoke or even a smell of anything burning was noted. The motor was examined and showed no signs of smoke or fire damage. The device was scrapped after eval; therefore, no add'l investigation of the product can be performed. Since the reported fault could not be confirmed nor reproduced, no definitive conclusion regarding the cause of the reported event can be determined.